Event description:
The customer reported to olympus, a e116 and e117 (camera control unit malfunctions )occurred on the visera 4k uhd camera control unit. The facility finished the case with the same device. The fault occurs during animal test and no delay was reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation did not uncover the e116 and e117 (camera control unit malfunctions) error. The evaluation was not completed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error codes (e116 and e117) were unable to be identified. Olympus will continue to monitor field performance for this device.